Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4) implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-sep-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient was recently moving and thought to be doing something physically when her catheter anchor may have popped out of the intrathecal space. The patient noted that there was some type of "pop feeling", so the patient went to the emergency room on (B)(6) 2022. When a computed tomography (CT) scan was done, it was identified that the spinal segment may have been pulled out of the anchor and out of the intrathecal space. A catheter revision was completed (B)(6) 2022. It was noted that 5.5cmof a catheter was removed. No patient symptoms or complications were reported.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that the catheter dislodgment was not confirmed. A dye study showed the catheter to be in the proper position in the intrathecal space. There was no catheter dislodgement. During the revision, the catheter was trimmed of 5.5 cm and the remaining catheter was spliced together. The catheter appeared to be fraying at the point of where it was anchored. There was no obvious leak, but there was an obvious collection of fluid that was presumed to be csf (cerebrospinal fluid) at the midline incision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.